Event description:
It was reported that during a gastrectomy procedure, the device cut but did not staple completely. The surgeon made an overcast stitch (monocryl 2/0) and a complementary hemostasis to complete the staples line. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52u3m. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: please explain what was meant by, complementary hemostasis. Did bleeding occur that had to be controlled? Very little bleeding. How was the bleeding controlled? Hemostasis with the bipolar clamp. How much blood was lost (ml)? No quantified. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was buttressing material utilized? No information if so, which product? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? At the 1st.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please explain what was meant by, ¿complementary hemostasis.¿ did bleeding occur that had to be controlled? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was buttressing material utilized? If so, which product? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?